Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review was completed and showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the device history records revealed no issues that could have caused or contributed to this event. The unspecified alarm could not be verified and the cause was not determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a homechoice (hc) pro machine experienced a ¿steady beep.¿ the specific alarm was not reported. This occurred during dwell three of four of peritoneal dialysis (pd) therapy, while the home patient (hp) was connected. The technical service representative (tsr) assisted the hp in cycling the power on the hc device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.